Event description:
It was reported on (B)(6) 2012 by an arjohuntleigh representative: bed maneuvers into an aggressive tilt position when CPR is activated. Upon evaluation, it was found that the bed required a resetting of the hi-lo actuator positioning. No patient involvement.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4) . Additional information will be provided following the conclusion of the manufacturer's investigation.